Event description:
During an ovarian resection procedure, the balloon was broken and did not blow up. Another like device was used to complete the case. There were no adverse consequences to the patient.